Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer. Investigation conclusion: the manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. Root cause description: not possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that needle 18ga 1in blunt fill sla had foreign matter. The following information was provided by the initial reporter: it was observed the needle's hub with dirty.